Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, she was refilling the reservoir and the plunger popped out and insulin got all over the insulin pump and now the buttons are not properly responding. Customer stated that the numbers on the screen of the insulin pump started scrolling when trying to program a bolus. Blood glucose value is 305 mg/dl; treated with manual injection. Nothing further reported.